Event description:
It was reported that the pump housing was damaged and appeared bubbled. Reportedly, the customer was unable to remove the cartridge from the pump. There was no reported impact to the customer's blood glucose level. This event is being reported based on the evaluation of the returned device. Based on the evaluation, a cartridge was unable to be fully installed onto the pump due to paint chipping present on the cartridge rails.